Event description:
It was reported that this lead was an attempted implant due to helix malformation. It was noted that helix damage was observed when the physician was trying to place the lead in the septum of the left bundle branch. Subsequently, the physician implanted a different lead. No adverse patient effects were reported. Product return is expected.